Event description:
A customer stated that the "tens" digit on the display is missing. The first "hundreds" and last "units" is present but nothing in the "middle". A request was made to return the meter for evaluation.